Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain and embolus are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of embolus and pain: (2) adverse events nodule, beading, granuloma, allergic reaction/hypersensitivity, (B)(6), loss/lack of correction, migration of the product/displacement, necrosis (caused by embolization and compression of blood vessels etc.), numbness/paresthesia, pain, abscess, infection, angioedema, discoloration/coloration, haematoma/ecchymosis, itching, inflammatory reaction, redness/rash, swelling/oedema, others (autoimmune disease, dizziness, deeper wrinkle/scar, dry skin, dyspnea, flu-like symptoms, headache, malaise, myasthenia, nausea, scar, symptoms of autoimmune/connective tissue disorders, syncope, vasospasm, vision abnormalities, etc.).

Event description:
Healthcare professional reported injecting a patient with juvederm vista ultra plus xc in the cheek. Later in the afternoon, the patient developed "pain and embolus". Patient returned to the clinic with pain on their right half face, upper cheek where juvederm vista ultra plus xc was injected and the temple. Patient was treated with hylenex. The patient's pain "gradually faded" during treatment. Healthcare professional has commented that "there is a high possibility that juvederm has entered into [their] supraorbital artery." Patient was also given "aspiration and stat vein." Patient has had "treatment of other than juvederm." Symptoms are improved.